Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received: the devices were stored in the correct storage environment within hospital. Both units were unopened. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2018-02273 and 9616099-2018-02274.

Manufacturer narrative:
A review of the manufacturing documentation associated with the lot could not be performed due to the complaint lot being unknown. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, two endovascular diagnostic catheters (cath tempo 4f ber ii 100cm) which are sealed, not used on patients and not opened, appear to have catheter damage. Pieces of the blue catheter shaft appear to be degraded and sitting in the bottom of the packaging.

Manufacturer narrative:
Prior to use, two endovascular diagnostic catheters (one cath tempo 4f ber ii 100cm and one cath tempo 5f jb 1 100) which were not opened and not used on patients, appeared to be damaged. Pieces of the blue catheter shafts appeared to be degraded and sitting in the bottom of the packaging. The devices were stored in the correct storage environment within hospital. No other information was reported. Two devices were returned for analysis. One cath tempo 4f ber ii 100c was received in the original packing inside of a clear plastic bag. Per visual analysis, a material peeling off condition (splintered) located at the strain relief was noted. The seal of the pouch was intact. No other damages or anomalies were noted. No other issues were noted that were considered potentially related to the reported event. Analytical techniques were carried out over complaint samples and results were compared against control samples to interpret differences to aid in determining the cause of cracking condition observed in catheters. Fourier transform infrared spectroscopy (ftir) analysis confirmed that complaint samples and control samples analyzed share an overall similar infrared spectrum corresponding to a polyamide material (nylon), ruling out any change in the formulation of catheter used in complaint units. Although material degradation is clearly evident on the comparison, as the appearance of the peaks in the complaint samples indicates the change in molecular structure caused by oxidation process that induces chain scissions. This polymer degradation is responsible for the brittle condition observed and could be caused by an oxidation by an external agent due to environmental conditions and is most likely related to storage conditions and exposure. The most common cause of degradation is light exposure also called photo-oxidation and it affects several synthetic polymers; ultraviolet lights interacts with free radicals to produce oxidation, this causes discoloration or yellowing and cracking, in addition, extreme humidity or temperatures can also cause a material¿s degradation during storage. A product history record (phr) review of lot 17323676 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) - separated prior to use¿ was not confirmed as no separated conditions were noted on the received devices, however a material peeling off (splintered) condition located at the strain relief was found on both devices. The exact cause of this condition could not be determined. The most common cause of degradation is light exposure also called photo-oxidation and it affects several synthetic polymers. Per the precautions in the instructions for use, which is not intended as a mitigation, ¿ store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not re-sterilize. Exposure to temperatures above 54c (130f) may damage the catheter.¿ neither the phr review nor the product analyses suggest that the reported events could be related to the manufacturing process of the devices. Therefore, no corrective or preventive actions will be taken at this time.